Manufacturer narrative:
Analysis confirmed the irrigation part and the bearing were damaged, and that the o-ring had deteriorated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that metal fitting inside the lumen is wobbling. Cracks in the welding part of the connector for water outlet. No patient impact. Additional information received on follow up, the event occurred intra-op, it was vibrating when used on patient. No fragments detached from the device. With the metal loose, the device was kept used for the patient and the procedure was completed.